Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a blisters underneath the electrodes. The blister were open and oozing. The patient's home health care nurse removed the device and cleaned the area off. During a follow-up, it was reported that the patient's irritation improved.